Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse followed up with the customer over the phone to address the reported event. Fse sent a sample nozzle assembly to be replaced by the customer. The customer replaced the sample nozzle assembly and stated that they were now receiving "4017, spec. Sy clog detected" errors. Further inspection of the sample nozzle assembly by the customer revealed that it now appeared bent. Fse arrived at the site to address the reported event. Fse verified the error via the error log and did not attempt to reproduce since the sample nozzle assembly was noted to be bent upon inspection. The customer stated that the cap was accidentally left on a patient sample. Fse replaced the sample nozzle assembly and verified alignment to all positions. Next, fse ran a test tt3 sample, daily check, and the customer ran quality control (qc) without issues or errors. No further action was required by field service. The device was installed at the site on 12jul2018. A complaint history review and service history review for similar complaints was performed for the serial number 27667312 from 12jul2018 through aware date 24oct2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 2012 air detected (diluent) the aia-360 operator's manual indicates that the 2012 air detected (diluent) error message is generated when there is no contact with the liquid surface after sample suction. The operator is instructed to contact the tosoh customer service. 4017 spec.sy clog detected the aia-360 operator's manual indicates that the 4017 spec.sy clog detected error message is generated when a specimen clog is detected. The operator is instructed to repeat the assay. Nozzle assembly replacement the aia-360 service manual revision 1; under chapter 3-11- replacing permanent nozzle was reviewed. 3.11.2 replacing permanent nozzle 1. Remove the screws securing the nozzle (be careful not to drop screws or retaining plate). 2. Remove the nozzle from above and loosen the flare fitting on the pressure sensor unit and remove. 3. Prepare a replacement nozzle and install using the removal procedures in reverse. Safety precautions: uncap primary tubes warning label please be sure to remove the cap of primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360, with a cap attached. The most probable cause of the reported event was due to operator specimen handling. .

Event description:
It was reported that the customer received the "2012 air detected (diluent)" upon start-up with their aia-360 analyzer. The analyzer received preventative maintenance (pm) two days prior and had not run since the pm. The customer also reported that the sample nozzle was bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and follicle-stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.